Event description:
The reporter stated the haptic of a silicone three piece lens was not holding its form while being loaded into the cartridge. There was no pt contact. The reporter stated they felt the lens may have been defective. The cartridge used has not been approved by the MFR for use with this model lens.

Manufacturer narrative:
Other (haptic not holding form): eval: method (other); lens work order search. Results (other); visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. A lens work order search was performed and no similar complaint was found.